Event description:
Hospira gem pca pump was heard beeping repetitively with "call" message on display; pump was d/c'd and replaced with new pump. Pump to biomed; stress release was broken off from bolus cord connector - same issue we had in 2009. Dates of use: (B)(6) 2010. Diagnosis or reason for use: pca pump - pain mgmt.

Event description:
Caller states she tested 3.0 inr on the coaguchek xs system and 2.2 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.